Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Patient had prosthetic aortic valve endocarditis and severe aortic insufficiency (ai) due to recent cellulitis. Physician will redo homograft aortic replacement, mitral valve replacement (mvr) and tricuspid valve replacement (tvr). The pocket was irrigated with antibiotics solution and was completely debrided. There were no additional adverse patient effects reported. The pacemaker was explanted.